Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited p-wave amplitude variation and loss of capture. The lead was discovered to be dislodged. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.